Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that a guiding catheter was engaged and the pilot guide wire crossed through the lesion. After using two different dilatation catheters and another co's guide wire as support, several attempts were made to cross the lesion. Finally, another dilatation catheter was selected and was inflated at 28 atm. The lesion was confirmed to be explanted sufficiently over the intravascular ultra sound (ivus), so the pilot 50 was removed from the pt. The angiogram revealed the separation of the pilot 50; as the tip part (about 15 mm) was found in the vessel. A snare device was delivered over a second pilot guide wire, but the separated piece could not be retrieved. A 2.0 mm balloon was delivered and inflated to pull out the separated part together, but it also failed. The vessel diameter was 2.0mm and it was so small that it was hard to collect the separated part. Another co's 2.5 x 12 stent was deployed over the separated piece to compress it between the stent and the vessel wall. Although the separated piece remained in the pt, the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: prod perf engineering reviewed the incident info. Historical data shows that tip damage of this nature may happen when the core (or shaping ribbon) is subjected to tensile, torsional or ductile loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core (or shaping ribbon) was exposed to forces consistent with those applied through torquing and manipulation. A guide wire being over torqued or bent while the tip is trapped within the anatomy or another device can intensify these forces. However, because the guide wire in this case was not returned, a definitive root cause of the reported issue cannot be determined.